Event description:
Pt presented with hip pain secondary to prothesis dysfunction. Left total hip arthroplasty revision. Removal of austin-moore prosthesis with conversion to left total hip arthroplasty. Original surgery performed elsewhere.